Event description:
It has been reported that the needle 30x1/2 rb has been found with a defective/damaged needle during use. The following has been provided by the initial reporter: it was reported that there has been an ongoing problem with the needles. Updated info: md not able to push through medications, barrel blocked?? Per pir: end user is reporting that there has been an "ongoing" problem with the needled. Provided lot # for the most recent incident.

Manufacturer narrative:
Investigation: four (4) samples were received from the customer for investigation. Two (2) of the samples were returned used and two (2) of the samples were returned unused in sealed blister packs. The two (2) samples which were from the unopened blister packs and were unused were found to not be clogged as light was able to pass through the needles. The two (2) returned samples which were received not in blister packs and were used were found to be clogged as light was not able to pass through the needles. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle 30x1/2 rb has been found with a defective/damaged needle during use. The following has been provided by the initial reporter: it was reported that there has been an ongoing problem with the needles. Updated info: md not able to push through medications, barrel blocked?? Per pir: end user is reporting that there has been an "ongoing" problem with the needled. Provided lot # for the most recent incident.